Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "the pump turned off and back on several times while on battery" was confirmed by the field service agent; however, the returned devices passed visual and functional testing. The root cause of the complaint is undetermined. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the field service engineer (fse) was able to confirm the symptom. Fse replaced power switch, circuit breaker assembly, battery cable assembly and battery. The iabp was ran for one hour and checked "ok" and was place back into service.

Event description:
It was reported that the intra-aortic balloon pump (iabp) turned off and on several times while on battery during patient transport. The iabp was not swapped out. There was no report of patient complications or injury.

Manufacturer narrative:
(B)(4). The field service engineer (fse) was able to confirm the symptom. Fse replaced power switch, circuit breaker assembly, battery cable assembly and battery. The iabp was ran for one hour and checked "ok" and was place back into service.

Event description:
It was reported that the intra-aortic balloon pump (iabp) turned off and on several times while on battery during patient transport. The iabp was not swapped out. There was no report of patient complications or injury.